Event description:
In (B)(6), the patient was in a procedure in the cath lab. While preparing equipment for a ptca, a kink was found in the xb3.5 guide catheter by placing the wire in the catheter prior to attempting to advance the catheter in the patient. The catheter was replaced with another xb3.5 guide catheter and case continued. No patient contact was made with the first catheter.